Event description:
A review of service data detected a reportable problem. During servicing, the rear response button on monitor sn (B)(4) was not working. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon eval, the monitor's rear response button was not functional. The root cause for the failure was unable to be positively determined but was likely a defective response button switch. No adverse event resulted from the defective response button. The last pt to use this monitor did not report any deficiencies.